Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Catalog number and lot number are unknown, but the tulip filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2013: the right common femoral vein was accessed and a 7 french sheath was advanced over a guidewire into the inferior vena cava. Inferior venacavogram was obtained. Through the sheath, a cook celect vena cava filter was deployed in the infrarenal ivc. Findings: the inferior vena cava is patent as are bilateral renal veins. The renal veins are in their expected locations. A retrievable cook celect filter was placed in the infrarenal ivc. On (B)(6) 2013: initially, a snare with guiding catheter were advanced through the sheath, and several attempts at snaring the filter were made, without success. The snare was removed. A tip deflecting wire, loaded into a 5 french vertebral catheter, was then advanced into the inferior vena cava. The tip deflecting wire was directed around the cone of the filter, which was pulled into the midline vena cava. The tip deflecting wire was removed. The snare and guiding catheter were advanced. The hook of the filter was caught with the snare, and the filter was captured with the sheath and removed. Findings: the existing filter was significantly tilted, with the leading cone of the filter extending into the left renal vein. The filter was repositioned into the midline vena cava and removed. After a repeat venacavogram confirming inferior vena cava and bilateral renal veins remain patent, a new retrievable cook celect filter was placed in the infrarenal ivc. This filter is in midline position, well below the renal veins. Patient outcome: unknown.